Event description:
Boston scientific received information that the impedance for this left ventricular (lv) lead had risen from 1000 ohms to 1100 ohms. A rise in pacing threshold was also noted. The lead was reported to have moved somewhat from implant. The lead was to be continued to be monitored. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.